Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 98-110mg/dl. Verified test strips expire 02/28/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 285mg/dl and 276mg/dl. Reviewed meter memory (B)(6). The customer is concerned with all the results in the meter. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Additional product codes added.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 98-110mg/dl. Verified test strips expire 02/28/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 285mg/dl and 276mg/dl. (B)(6). The customer is concerned with all the results in the meter. No adverse event reported. Customer's wife (B)(6) stated he started to see the high results about a week ago.